Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received a unexpected power loss, failed battery and software error. The customer's blood glucose was 98mg/dl at the time of the incident. The customer reported that they were changing the infusion set tonight and when they rewound it, the pump completely turned off without warning. They put in a new battery and the pump turned on, and it was trying to update how much active insulin he has to get back into auto mode. The customer had an unexpected power loss on the pump and now the pump was in manual mode. The customer received a software error, followed by battery failed alarms. The alarm occurred during fill cannula. The error table indicated the pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.